Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the system error 105 at power-up of the device, but could not reproduce it. Evaluation determined the cause ot be a dislodged connector on the input/output printed circuit board. The input/output printed circuit board was replaced to correct this condition.

Event description:
It was reported that a spectrum pump alarmed system error 105 during preventive maintenance testing. It was reported that there was no patient involvement.